Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate automatic mode-switch (ams) episodes. No programming changes were made. The patient was stable throughout and will continue to be monitored.

Event description:
New information received notes that the atrial leads was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: g3 - "date received by manufacturer" was missing from previous report